Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The user third-party culture report was not shared to confirm the customers allegation. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - insertion tube - scratch - insertion tube - wrinkle - bending section rubber glue - cracked however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained through follow up. Additional information received from the user confirms that pre-cleaning is preformed immediately after the procedure and the cleaning solution used is enzymatic neutral detergent (unknown manufacture). The endoscope is being leak tested prior to manual cleaning and the endoscope channel being brushed during manual cleaning. The automated endoscope reprocessor (aer) is being used to reprocess the endoscope is "end cleanse". No problems noted with the aer. The disinfectant solutions used with the endoscope is disopa. The endoscope being stored after reprocessing without drying cabinet. It is unknown how often the minimum effective concentration is being checked, the model/manufacture for the brush, when he last pm for the aer, the date of your last reprocessing in-service conducted by an olympus endoscopy support specialist (ess), if any facilities reprocessing personnel since the last on-site visit by an olympus ess, or if all reprocessing personnel trained on how to properly reprocess an endoscope.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. A suction pump was used to suck water through the suction channel. An air/water channel cleaning adapter to clean the air and water channels was not used. The endoscope was immersed in detergent if not manually cleaned within one hour after the procedure. The device passed the leak test. The cleaning solution used was an enzymatic neutral detergent, of which the manufacturer is unknown. The suction channel, suction cylinder and forceps channel were brushed. The automated endoscope reprocessor (aer) used was asp from manufacturer end cleanse with an unknown detergent and disopia disinfectant. All channels were connected when the endoscope was in the aer. The disinfectant solution concentration and expiration date was controlled. The water quality was controlled and the filter was replaced periodically in accordance with the instructions for use. The device was dried by suction drying after disinfection and stored in a storage cabinet without a drying function. Olympus is the maintenance company. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus that during routine culture testing, the evis gastrointestinal videoscope tested positive for unexpected contamination. The forceps channel was sampled and detected over 20 colony forming units (cfu) of common bacteria, according to the customer. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifiers: (B)(6) for other devices associated with this event.